Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/24/2020. H.6. Investigation: when the series of actual products received were checked, no abnormalities such as clogging or deformation were found. The mixed injection part of the terumo chemo safe infusion set has a mechanism in which the rubber valve is pushed into the tip of the male luer connector to open and pass the liquid in the center. However, compared to the fasir system and q site, the opening is small and the opening force is weak, so even the slight unevenness of the tip of the male lure connector within our quality standard is circular. It was found that the rubber valve may not open due to the catch of the lure. Variations during manufacturing such as the repulsive force of the rubber valve and the surface condition of the upper surface, variations during manufacturing of the tip of our male luer connector (slight unevenness) (within our existing quality standard), and being inserted straight and pushed in when connecting it was presumed that this occurred when the conditions that made it difficult for the rubber valve to open were met. No anomaly found on DHR. H3 other text : see h.10

Event description:
It was reported that abraxane wouldn't flow through the prm/n35/std/50cm during the infusion. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a flow issue of 515573-zat. After connecting 515573-zat to a spike set, the hcp attempted to start the infusion; however, the infusion fluid didn¿t flow. The drug used is abraxane."

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that abraxane wouldn't flow through the prm/n35/std/50cm during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a flow issue of 515573-zat. After connecting 515573-zat to a spike set, the hcp attempted to start the infusion; however, the infusion fluid didn¿t flow. The drug used is abraxane."